Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose and the drive support cap was flush. The customer¿s blood glucose level at the time of incident was 153 mg/dl and the current blood glucose level was 159 mg/dl. The customer also reported that the drive support cap was cracked. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The insulin pump will not be returned for analysis.